Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 019 and mesh was implanted. It was reported that the patient experienced pelvic pain, vaginal pain, urinary issues, and mesh erosion following the procedure. It was reported that the patient underwent revision surgery on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/26/2022. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 03/29/2023.

Manufacturer narrative:
Date sent to the FDA: 08/14/2022. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2021.

Manufacturer narrative:
Date sent to the FDA: 8/10/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.